Event description:
Boston scientific received information that during the attempted implant of this right ventricular lead, high out of range impedance measurements and low sensing were exhibited once connected with the device. The physician repositioned the lead several times; however, no resolve. The lead was ultimately removed from the procedure. Another lead was successfully implanted. The attempted implant lead was intended to be returned but never received for analysis. No resulting adverse patient effects reported.

Manufacturer narrative:
In the absence of a returned product our investigation is complete. This investigation will be updated should further information be provided.